Event description:
Customer reports to have high blood glucose and believes insulin pump was not delivering required insulin. Customer states blood glucose was 400 mg/dl and got a reading of over 600 mg/dl as meter was not able to read blood glucose due to it being very high. Customer did not call healthcare professional. Customer also reports to have condensation at reservoir compartment. Customer disconnected from pump and reverted to manual injection and old insulin pump. Customer declined troubleshooting and requested for insulin pump to be replaced. Customer states there was no damage to insulin pump and there was no moisture under display screen. Customer was advised that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).